Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the valve was explanted and replaced with non-medtronic valve due to paravalvular leak (pvl) (degree not specified). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the paravalvular leak (pvl) was moderate. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.